Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited farfield oversensing that was corrected by extending blanking. The patient was also feeling stimulation from their device, which has been occurring since their original device implant. Technical services (ts) recommended troubleshooting options. This device remains in service. No additional adverse patient effects were reported.